Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was damaged and at the top coin slot. The battery cap threads were stripped and the cap was able to fit. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The battery cap was fastened and then unscrewed a half turn with no reboots. The ez-prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the printed circuit board. The alleged power issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked with moisture present. The reporter alleged the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.